Manufacturer narrative:
Concomitant medical products: 6996sq41 adaptor, implanted: (B)(6) 2012; 672625 adaptor, implanted: (B)(6) 2012; dtba1d1 ICD, implanted: (B)(6) 2015. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. It was noted that the setscrew marks on the connector pin were too proximal. Visual analysis of the lead indicated apparent explant damage. The analyst commented that there are three sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and two sets are in the correct position. It cannot be determine when, but at some time the lead was not fully inserted into the device.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.